Manufacturer narrative:
Argus case: (B)(4).

Event description:
I drank a glass of water that contained the polident core blue layer [accidental device ingestion]. It was expired which was for 2021 [expired device used]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 71-year-old female patient who received denture cleanser (polident accion desinfectante) tablet (batch number tt5s, expiry date april 2021) for product used for unknown indication. On (B)(6) 2023, the patient started polident accion desinfectante. On (B)(6) 2023, an unknown time after starting polident accion desinfectante, the patient experienced accidental device ingestion (serious criteria haleon medically significant) and expired device used. Polident accion desinfectante was discontinued on (B)(6) 2023 (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion and expired device used were unknown. It was unknown if the reporter considered the accidental device ingestion and expired device used to be related to polident accion desinfectante. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2023. It was reported that "that yesterday I drank a glass of water that contained the polident core blue layer 36 tabs. I drank that liquid. The thing is. That if its true that ah! I'm seeing how it was expired, which was for 2021. Yes, yes, it was a cleaner for the pills. A little more than half a glass of clean and clear water. And well, nothing. I drank it. The truth is that I didn't know anything. I didn't notice anything. But today, when I realized it, I say today yes, I took it yesterday. About the pill. Yes. Okay? Yes, they did take it. I say, well, I'm going to leave the liquid again. The pill that was with my granddaughter's prosthesis. And I say well, I'm going to leave it. I say, because this liquid is blue. When I saw it this morning it was white. And I say that it is true that I took it. When I saw it this morning it was white. I haven't had symptoms of any kind. But I mean, I'm going to ask, just in case something inside is going wrong. Yes. Yes, well, the pill is for cleaning. For what begins. And it says 2021/04. The lot number is tt5s. Nothing. Because since it's expired, but. My zip code is, my name is. The girl's prosthesis was on it all night. And I drank it. And well, I'm telling you I took it yesterday." This report is being resubmitted to capture corrections. The information was received on (B)(6) 2023 and is as follows: company name was updated in narrative.